Manufacturer narrative:
Complaint conclusion: during the preparation of a saber pta catheter, air removal was made. However; air was continually leaking out and never stopped. The physician inflated the balloon outside the patient body to see if there was any leakage, but the balloon inflated as usual. The complaint balloon was replaced with a new unknown balloon catheter. The procedure finished successfully. There was no reported patient injury. Patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted with the hub. The brand indeflation device was unknown; and it was unknown if the device was used successfully with other devices.  It is unknown if there was any difficulty encountered while connect the indeflator device to the hub. It is unknown if the indeflator connection was adjusted when the balloon was inflated to locate the leakage.     A non-sterile saber 5 mm 10 cm 90 catheter was received for analysis coiled inside a plastic bag. The balloon was received deflated. Per visual analysis, no anomalies were observed in the returned device. Leak test was performed. A .018¿ lab sample guide wire was inserted via tip through the unit. Then, water was applied to the catheter and balloon successfully inflated. No anomalies found. Review of lot 17477333 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.     The reported ¿balloon-leakage - during negative prep¿ was not confirmed through analysis.  The exact cause could not be determined. Procedural/ handling factors may have contributed to the reported event. As provided in the instructions for use (IFU), ¿attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿  neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the preparation of a saber pta catheter, air removal was made. However; air was continually leaking out and never stopped. The physician inflated the balloon outside the patient body to see if there was any leakage, but the balloon inflated as usual. The complaint balloon was replaced with a new unknown balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will be returned for analysis. The patients information was unknown. The target lesion was the shunt. The patients vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted with the hub. The brand indeflation device was unknown; and it was unknown if the device was used successfully with other devices. It is unknown if there was any difficulty encountered while connect the indeflator device to the hub. It is unknown if the indeflator connection was adjusted when the balloon was inflated to locate the leakage.